Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-03856. It was reported that the patient experienced infection at the burr hole cover incision site, and devices were exposed at the wound site. As a result, patient was hospitalized and underwent surgical intervention, wherein the entire dbs system was explanted to address the issue.